Event description:
It has been reported to philips that a blue screen appeared when trying to boot up the allura system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that a blue screen appeared after turning on the system. The fse performed functional analysis and identified that the system was not connected to prs. The fse resolved the issue by restoring the ghost backup, recreating the image store and checking the data consistency of hard drive. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.